Event description:
It was reported that at boot up, a camera iris error was displayed and the kv and ma tracked to max, resulting in the system being unable to produce an image. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable.